Manufacturer narrative:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient name and tests when processed on a vitros 350 chemistry system the assignable cause of the event was determined to be user error due to improper reuse of a sid without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. Per the vitros 250/350 operator's manual section on programming by sample ID: if a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. The vitros 350 chemistry system was operating as programmed and as intended. No malfunction occurred.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that the sample ID for a patient sample was associated with the incorrect patient name and tests when processed on a vitros 350 chemistry system. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and reportability assessment (B)(4).